Event description:
Medtronic received a report that the solitaire ab was found to have a broken/separated pushwire and the react 71 encountered resistance. The patient was undergoing an emergency thrombectomy. It was noted the patient's vessel tortuosity was moderate. It is unknown if intravenous tissue plasminogen activator (tpa) was contraindicated. It was reported that in the thrombectomy operation, after hydration according to the normal operation procedure, the thrombus was aspirated with react71, but no obvious effect was seen, and the stent was prepared to remove the thrombus. After flushing the catheter, pushed the sab stent to the thrombus site, deployed the stent when it was in place, and when the stent was pulled back, the stent kinked and broke in the catheter and stayed in the catheter. The push guide wire was withdrawn, the surgical effect was not achieved, and react71 was scrapped at the same time. When the stent was taken out, the push guide wire of the stent was found to be kinked and broken. It was reported pushwire break/separation occurred. It is unknown if the pushwire was torqued during the procedure. Resistance was encountered. The pushwire was separated/broken in the distal section. All broken parts were removed from the patient by removing together with the catheter. The stent was removed from the patient. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Additional information was received that the patient's baseline nihss was 6 and was 2 post operative. Stroke onset to reperfusion time was 8 hours. Catheter resistance occurred in the middle section. There was no other issue with the react catheter besides the resistance.

Manufacturer narrative:
H3: product analysis #291249575: quipment used: vis (m-81805), 203cm ruler (m-83360) rawing(s) referenced: none as found condition: the react-71 catheter and solitaire ab stent device were returned for analysis within a shipping box and within individual plastic bio-pouches. The solitaire ab stent device was returned separated into two segments. Damage location details: no damages were found with the react-71 catheter hub. The react-71 catheter body was found kinked at 7.5cm from the proximal end of the catheter hub. In addition, the react-71 catheter body was found kinked at .5cm, .5cm, and .0cm from the catheter distal tip. The distal end of the react-71 catheter was found to be separated. The tubing material at the catheter separated end exhibited plastic deformation (jagged edges) with the inner wire exposed. The solitaire ab pusher was found bent at .5cm from the pusher distal end. The solitaire ab inner core wire was found broken at the buffer weld. The marker coil outer coils were found stretched at the buffer weld. The inner core wire was found bent at .0cm from the broken end. The solitaire ab stent non-working and working length struts were found bent. Esting/analysis: the solitaire ab inner core wire was sent out for sem failure analysis. Per the sem report, the broken end failed via tensile overload. Onclusion: based on the device analysis and reported information, the customer¿s ¿pushwire break/separation¿, ¿resistance during retrieval¿, and ¿catheter resistance¿ reports were confirmed. As the solitaire ab pusher inner core wire failed via tensile overload, it is likely force was used to retrieve the device, causing the device to separate. It is possible the damage found with the returned react-71 catheter (kinking) contributed to the reported resistance during retrieval of the solitaire ab stent device. However, the cause for the reported resistance during retrieval of the solitaire ab stent device and the react-71 catheter damage could not be determined. Regarding the react-71 catheter separation, as the tubing material at the catheter separated end exhibited plastic deformation, it is likely that the catheter separated due to tensile failure. This can occur if force is used to retrieve the react-71 catheter. (Rosaj10 2023-08-23) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.